Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Lock a: no patient information provided to date after calls to end user 10/29/2025 and 11/03/2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.